Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that scanner was not scanning. A field service engineer (fse) replaced barcode scanner and cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the scanner intermittently failed to scan. The customer reported that the scanner experienced intermittent failures, resulting in delays during medication dispensing. The scanner functioned temporarily when the cord was manually adjusted; however, the issue recurred, indicating a suspected hardware or connection issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.